Manufacturer narrative:
Ethnicity - requested, not provided. Explanted date: unknown date when the device was removed. (B)(4). The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that upon completion of the procedure, the physician used a 6f angio-seal device to achieve hemostasis. There was no hematoma or bleeding. The site visibly looked good. However, the angio-seal created a thrombosis which occluded the lumen of the common femoral artery. The patient then had to be transferred to holston valley medical center to have a surgeon perform a cut-down on the groin and extract the angio-seal device. Surgery was performed on the groin at the access site to remove the angio-seal device. The patient is stable. The outcome of the procedure was successful. Additional information was received on 6/15/18: the procedure that the patient had was a left heart cath. The customer started with a 4fr for diagnostic and upsized to 6fr for intervention. There were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. An angiogram was performed prior to deployment. Access was in the common femoral artery. There was no disease present. Distal pulses were present in the lab post procedure. The patient then transferred to their room and pulses were still present. The nurse returned to the patient's room for the 15 minutes to check in and that is where she noticed that the pulses were then absent. No other equipment was used with the angio-seal. It was reported that the procedure went good and the patient is doing well.